Event description:
As reported to coloplast though not veriifed, patient implanted with product or about (B)(6) 2010. Later patient experienced pain, permanent injury, autoimmune disorder and will likely undergo corrective surgery. Patient has also endured impaired physical relations.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.